Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The device was not returned to the manufacturer for evaluation. The device was recalibrated by the customer to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and the device was recalibrated to address the issue. Additional information received from the customer confirms the issue was caused by a connection issue to the testing station. No malfunction of the device was noted.